Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, we are limited in the information that we can obtain from the initial complainant. On (B)(6) 2012, nakanishi received a phone call from a dentist saying that the dentist noticed overheating of ti-max z95l during treatment because a patient reacted when coming in contact with the patient's cheek mucosa. According to the dentist, the handpiece was cleaned for each patient using care3 plus.

Manufacturer narrative:
Upon receipt of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device. Nakanishi disassembled the handpiece and examined the parts inside, including taking photographs. There were no abnormalities on the front bearing, but nakanishi observed a swollen and broken retainer on the rear bearing. Based on nakanishi's experience, insufficient maintenance causes the bearing retainer to swell and break. Nakanishi maintenance specifications for dental handpieces include lubricating and cleaning as detailed in the user manual in order to prevent the damage of the parts inside. Therefore, nakanishi believes the cause of the malfunction was due to the insufficient maintenance by the user.